Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to noise, unsatisfactory impedance measurements, and non-conversion of an arrhythmia. The field representative believed that the non-conversion was due to lead placement. A lead fracture was suspected. Patient was on a left ventricular assist device (lvad), which provided circulatory support. No additional adverse patient effects were reported.